Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited undersensing. The patient did ultimately receive therapy, however the physician was concerned about future episodes.